Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the instrument was bent. No patient was present.

Manufacturer narrative:
Product analysis (B)(4) :2023-09-01 14:25:27 cdt webmremotews sfdcmnav product analysis task updatetested by date: 2023-09-01 findings and conclusions: as reported, the tip of the returned probe is slightly bent. The support arm for marker #3 is also slightly bent. As a result, with markers attached and fully seated, the probe displays a high geometry error but a normal divot error. Afc: nafc0118 - damaged tool; this regulatory report is being submitted due to retrospective review through CAPA 626390. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.